Manufacturer narrative:
The information provided were incorrect with the initial report. The correct information has been provided with this report.

Event description:
Customer had already cleared the alarms by pressing okay and also rewound the insulin pump. The insulin pump was working normally during the call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple insulin pump error alarms in history. The customer¿s blood glucose level was unknown. The customer was reported that they had motor problem. The insulin pump will not be returned for analysis.